Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a blank display the other day and troubleshot the issue with the 24-hour product helpline; however, after receiving a new battery cap the insulin pump received another blank display anomaly. The customer woke up this morning and hit the bolus button but the screen went blank and will not come back on. The patient's blood glucose at the time of incident was 94 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no blank display was noted during testing. The pump was received with a cracked reservoir tube lip. All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted.